Manufacturer narrative:
This report has been identified as event 2 of b. Braun medical internal report number (B)(4). Two used samples with packaging identifying lot # 0061635086 were returned for evaluation. The two samples were visually inspected. It was noted that one of the two samples is disconnected at the bonded joint on top of the blood filter at the y connection between the filter and the tubing. Solvent residue could not be observed at this connection. The other sample was observed to be disconnected between one of the spikes and the tubing, with a minimal amount of residue observed at the bonded joint. Incidents of this nature are attributed to operator oversight during the assembly of the product. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as event 2 of b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: the IV tubing "popped off" at the y-site near the blood filter. The end user stated that perhaps the tubing is not glued properly, as the set "comes apart very easily." In some cases, the after an IV bag is spiked, the tubing will come apart at the y-site. No injuries were reported.